Event description:
The customer reported that the system locks up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reinstalled the software. The system operates as intended.